Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the cs300 intra-aortic balloon pump (iabp) displayed an error message of autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A distributor's field service engineer (fse) reported that the machine is displaying an error. The getinge fse checked and identified iab fill port tube was found bent. Re seated the iab tube. Unit passed all functional and safety tests per manufacturer specifications.